Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) because the horizon was inverted and did not align with endoscopic camera manipulator rotation. The customer confirmed that they were in the 'above' position and confirmed that the boom was neither too forward or too rotated. The customer confirmed that they reseated the endoscope. The tse advised to replace the endoscope or power cycle the system; however, the surgeon was still able to work and continuing with the procedure and did not wish to troubleshoot further. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi fse communicated with the robotic coordinator (roco). The roco stated they did limited troubleshooting because the surgeon did not want to replace the camera endoscope instrument and completed the case as is. The customer agreed to return the instrument via the RMA process. The roco informed the isi fse service call was not required. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.